Event description:
Customer reportedly received a result of 36 mg/dl on the aviva system and drank orange juice. Another test was taken and the result was 37 mg/dl. The customer was not experiencing hypoglycemic symptoms, and the paramedics were called. The paramedics did not have a blood glucose meter and provided glucose gel as treatment. The paramedics contacted a telemetry team, who tested the customer's blood glucose and received a result of above 550 mg/dl. Within 10 minutes, the customer's blood glucose was tested again on his meter and the result was 39 mg/dl. It was not reported that he received treatment for hyperglycemia. The alleged product was replaced and requested for evaluation.